Manufacturer narrative:
(B)(4). Concomitant medical products: unknown tm shell ¿ unknown part and lot; 650-1057 ¿ biolox ceramic head ¿ 540320; 650-1066 ¿ ceramic taper sleeve ¿ 001110; 51-149050 ¿ taperloc femoral stem ¿ 2931611; customer has indicated the products will not be returned to zimmer biomet for investigation, as the products remain implanted. The investigation is in process. Once the investigation is completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05619.

Event description:
It was reported patient underwent a left hip revision. Approximately 1 month post revision, cultures reveal infection. Patient was treated with 5 weeks of antibiotic treatment. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time